Manufacturer narrative:
An event of the device incompletely embolizing a graft from the aorta into the lvad was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 14mm amplatzer vascular plug ii was selected for implanted to embolize the graft from the aorta into the lvad (mdt heartmate). The plug was positioned and optimally released. The patient had a high quick and the blood clotting was optimized; however, after 60 minutes the vessel was not completely embolized after 60 minutes. The patient was then brought to surgery. No adverse patient consequences were reported.